Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Imdrf device code a150207 captures the reportable event of delivery system difficult to remove.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted into the pancreas for drainage of an approximately 8 cm pancreatic pseudocyst with an estimated wall thickness of 3-4 mm during a cystogastrostomy procedure performed on (B)(6) 2026. During the procedure, the initial puncture was successfully achieved, and the first flange deployed as intended. However, difficulty was encountered during deployment of the distal flange. Resistance was also experienced during withdrawal of the catheter from the endoscope. A computed tomography (CT) scan performed following the procedure did not demonstrate the presence of a stent, indicating that the stent was not deployed. As no axios stent was available for replacement, the procedure could not be completed as intended, and the puncture site was left opened. A small amount of drainage was achieved, and the patient reportedly experienced symptomatic improvement. No patient complications were reported as a result of this event.